Event description:
Same case as MDR ID: 2134265-2015-00727. (B)(4) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization which revealed two target lesions. The first target lesion was located in the distal right coronary artery (rca) with 99% stenosis, and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 16 mm study stent, resulting to 0% residual stenosis. The second target lesion was located in the 1st diagonal artery with 80% stenosis, and was 16 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation, and placement of a 2.25 x 16 mm study stent, resulting to 0% residual stenosis. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was hospitalized and was diagnosed with stable angina. On the following day, patient's coronary angiography revealed 70% stenosis in the proximal right coronary artery (rca) which was treated with placement of a 3.5x18mm promus stent, resulting to 0% residual stenosis with timi 3 flow. Two days post procedure, the event was considered as resolved and the patient was discharged on the same day.

Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).